Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards aortic valve, implanted in the aortic position, underwent a valve-in-valve procedure for an implant duration of 8 years and 1 month. The pre deployment mean av gradient was 55mmhg. The tavr was successfully performed with a 23 mm 9750tfx with a post-deployment mean gradient of 9mmhg.

Manufacturer narrative:
Updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The root cause of this event cannot be conclusively determined with the available information. However, it is likely that patient/procedure related factors and the progression of the underlying valvular disease pathology contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.